Event description:
It was observed that during service / maintenance, the ceramic tip of the resection sheath, 24 fr, was loose. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, it is likely that the reportable malfunction was due to the ceramic tip (insulation beak) coming off. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.